Manufacturer narrative:
A ge service rep performed an onsite investigation. The ac power connector on ps2 was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system could not produce a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.